Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus. (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the bending section rubber of the subject device was broken and detached. The user attached a protection sleeve on the bending section of the subject device. After the unspecified procedure the subject device was withdrawn from the patient with the protection sleeve, the user found that the bending section rubber of the subject device was broken and detached. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that the reported phenomenon occurred because the user used the subject device in combination with ¿protection sleeve¿, which was not listed in the instruction manual. If additional information becomes available, this report will be supplemented.